Event description:
A malfunction occurred on the pump, reported by the caller, and no notable events were observed before the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.